Event description:
It was reported that duringt a ptca procedure, a 2. 0mm x 20mm maverick2 monorail ptca catheter balloon was inflated to 12 atms, but failed to be fully dilated due to severe calcification. A 2.0mm x 12mm quantum maverick monorail ptca catheter was used and the balloon ruptured at 20atms. The number of inflations and to what atms is unknown. Exchanged the device to a 2.25mm x 12mm quantum maverick monorail ptca catheter and the dilatation was successfully performed at 18 atms. The lesion being treated was severly calcified, 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The procedure was successfully completed with the 2.25mm x 12mm quantum maverick monorail ptca catherter. No patient injuries or complications were reported. Patient status is reproted as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.